Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after experiencing syncope. At/af episodes were observed due to far r-wave oversensing was observed. Programming changes were made. The patient was stable and will continue to be monitored.